Event description:
Reported blood glucose results of "320 mg/dl and 425 mg/dl" with a lifescan meter, performed within 10 minutes of each other. In addition to the precision inaccuracy, the meter kept prompting ER 2. The error message was not resolved with troubleshooting. This indicates a product malfunction.